Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that he experienced elevated blood glucose in the 300-400 mg/dl range when using the infusion sets. Normal blood glucose is 160-200 mg/dl, and patient treated hyperglycemia by diet and delivering insulin through the infusion device. There were no issues inserting the infusion set. Infusion set and cartridge are changed every 3-4 days. When one infusion set was removed, patient noticed "a little" insulin leakage and that the cannula was crooked. Headset was inserted with the insertion device. Infusion was in use for approximately 3 days before the leak occurred. Patient switched to a different type of infusion set and blood glucose returned to normal. Alleged infusion sets were discarded. Patient was sent replacement product. The patient did not require treatment from a health care professional or second party to address the issue.